Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 190 mg/dl.